Event description:
It was reported that during a regular check, the device did not have any dc power. A new battery was inserted but the device did not power on. Therefore the device could not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was sent to physio-control failure analysis center for further evaluation. It was observed that the device digital pcb assembly would not allow a complete device boot cycle. The customer was provided with a replacement device. The cause of the digital pcb assembly failure could not be determined.